Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the three returned terminal connectors was performed. Resistance testing confirmed the electrical continuity of each segment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The product was subsequently explanted over seven years later and was returned for testing. This product issue will be updated when evaluation is complete. An initial report was previously submitted to FDA on 08/01/2008; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report.

Event description:
Boston scientific received information that a latitude red alert was issued for low shock impedance for this implantable right ventricular (rv) defibrillation lead and this implantable cardioverter defibrillator (ICD). The alert was issued for impedance less than 20 ohms and the following day the impedance was 44 ohms. A boston scientific crm technical services (ts) consultant recommended that the patient be brought into the clinic for evaluation of the shocking lead. Ts discussed that this could be an isolated out of range measurement but it could also be a sign of potential lead insulation issue. To date, there have been no reported adverse patient effects associated with this clinical observation. --